Manufacturer narrative:
Test and analysis equipment used: -aesculap rf- generator "gn 200", serial no. (B)(4), -microscope "keyence- vhx 5000", -digital-camera "panasonic dmc tz8", -fluke trms- multimeter, td no. (B)(4), -power supply 24v / 1000 ma dc. Visible inspection of the jaws was completed. Except for the soiling, there were no abnormities (such as burned or charred peek) present. Mechanical function was tested. The clamping and the cutting function worked well. The instrument was connected to an rf- generator "gn 200", serial no.(B)(4) to test the electrical function: test step: activation with open jaw, generator announcement: "regrasp open", result: o.k.; activation with wet tissue, "sealing", o.k.; activation with closed jaw, "regrasp short", false; activation with tin-foil in jaw, n.a., n.a.; the "regrasp short" error message during activation witht he closed and empty jaw (without any tissue) means that there is a contact between the upper and lower jaw. This is not correct. At this stage, the generator must announce "regrasp open", indicating no contact between the upper and lower jaw. Instruments were decontaminated for the remainder of the investigation to be performed. To find out the root cause of the short in the jaw of instrument, a microscopic inspection of the jaw was completed. Melting points were noted on the surfaces of the lower and the upper jaws. Such pits are indications of shorts, caused by staples or faulty insulation in the instrument. Next we investigated the status of the dissection clip (insulation between the lower and the upper jaw). The tongues of the clip were found to be deformed / squeezed. The manufacturing documents have been reviewed and found to be according to specification valid during the time of production. The root cause is production related and can be traced back to the dissection clip. During design control, several tests were performed, however, this type of failure was not recognized. The root cause is most likely manufacturing related. A CAPA has been initiated (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturers evaluation: on-going.

Event description:
Country of complaint: (B)(6). Instrument does not finish coagulation cycle.